Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational and lateral movement when the unit is not under pressure. This would not have caused a slippage, when unit is properly positioned and put under pressure, the unit would not have slipped. Unit needs heli-coils added to the large starburst threads. Evaluation found no device deficiencies that would have contributed to the reported complaint.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) is unable to lock under pressure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.